Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 07/28/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical der states patient was revised to address tibial loosening. The interface is unknown and competitor cement was used. Infection was also noted, however it was stated as definitely not device related and definitely procedure related.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Dr-002788 has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: b5, b7 and h6 (patient harm).

Event description:
Subject ID: (B)(6). Dots. Patient was revised to address pain, tibial tray migration, malpositioning and loosening at the cement to implant interface. Competitor cement manufacturer was used during the primary operation. The patella component was not revised. On (B)(6) 2016, the underwent a right knee total knee arthroplasty with the implantation of depuy attune knee. Doi: (B)(6) 2016 dor: (B)(6) 2016 right knee. *additional information from (B)(4). Clinical der states patient was revised to address tibial loosening. The interface is unknown and competitor cement was used. Infection was also noted, however it was stated as definitely not device related and definitely procedure related. Update rec'd 07/28/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2016. (B)(6) 2016 re-opened upon receipt of x-rays. Upon review of the provided x-rays, the tibial tray has subsided medially. The complaint will be updated accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination, however review of the provided x-rays confirms the tibial tray has subsided medially. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. (B)(4) has been undertaken to investigate attune post operative loosening further. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.